Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned through its implant patient registry that a second device, a 23mm transcatheter valve, was implanted into an existing 19mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the 19mm device at the time of the procedure was six (6) years, three (3) months, twenty three (23) days. Both devices remain implanted. Through follow up with the health care provider, medical records were provided and the pre-operative diagnosis was "symptomatic critical aortic stenosis with acute-on-chronic systolic and diastolic heart failure, complex coronary artery disease." The operative report states: the patient is a (B)(6) white female, with a complicated medical history and cardiac history including a left atrial myxoma resection with aortic valve replacement in 2009 followed by coronary bypass in 2012 followed by a non-st elevation myocardial infarction in 2013 with percutaneous coronary intervention. Since (B)(6) 2015, the patient has had progressive dyspnea on exertion, exercise intolerance, syncope, and repeat hospital admissions for decompensated heart failure. She was referred to the valve team and found to have severe prosthetic valve aortic stenosis. Due to her multiple comorbidities and previous cardiac surgery, she was found to be suitable for a transcatheter aortic valve replacement with a valve-in-valve procedure. Her workup included a transesophageal echocardiography which revealed an ejection fraction of only 30%, severe aortic stenosis with a mean gradient of 45[mmhg] and an aortic valve area of 0.5cm2. She did have moderate-to-severe mitral insufficiency with moderate-to-severe tricuspid insufficiency and pulmonary hypertension.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding the device has been made available and attempts to get additional information regarding the condition of the device at the time of the intervention have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.